Manufacturer narrative:
"The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces product used beyond defined useful life. In sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation." The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.¿¿

Event description:
It was reported that insualtion was compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that insualtion was compromised.